Event description:
It was reported that during surgery, the doctor found some metal in the surgical area on the monitor. He removed it from the pt during the surgery.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.